Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the belt receptacle was pulled from the monitor case, which caused a disconnect and damage to the pins at the j1001 jumper. The cause of the code 204 is the damaged receptacle and jumper. The root cause of the damaged receptacle and jumper is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.